Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter as when the patient sometimes leaked urine when coughing or lifting heavy objects. One month later, the artificial urinary sphincter 4.5cm cuff was removed and replaced with a 4.0cm cuff. No further patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter as when the patient sometimes leaked urine when coughing or lifting heavy objects. One month later, the artificial urinary sphincter 4.5cm cuff was removed and replaced with a 4.0cm cuff. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of the cuff component of this artificial urinary sphincter (aus) at our quality assurance laboratory, the component underwent a thorough analysis. The cuff was visually inspected, and leak tested. No damage or abnormalities were identified. The cuff passed the leak test performed. Based on the information available and analysis results, the clinical events were not able to be confirmed.